Manufacturer narrative:
Concomitant product: product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).

Event description:
Additional information received reported that the results of testing were not yet available. It was noted that depending on the results the patient might be referred to a dermatologist. The patient should come back to the healthcare professional (hcp) in the coming weeks. Additional information received reported that the implanted material showed no sign of malfunction. It was noted there was good battery residual capacity, impedances were ok and it would not be explanted at this time. The patient still had two nodules, one was removed. Histological analysis showed the presence of an infectious germ. It was further noted that the identification of the latter was in progress and would determine treatment. It was noted that the patient was well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was one inflammatory cutaneous nodule that appeared in (B)(6) 2012 along the extension path and it had to be surgically removed. Two other nodules appeared again in another location but still along the path of extension. The physician was concerned that it may be a cause of potential infection. Histology of explanted nodules was performed. The issue was not resolved and the cause of the issue was not determined. Patient status was noted as alive with injury. Symptoms associated with the event included erosion on the neck along the extension path. It was reported cutaneous granulomatous inflammation appeared on the right latero-cervical position along the path of the extension. It was also noted the patient had visited a dermatologist. Follow up reported the problem was still ongoing. One inflammatory nodule appeared in (B)(6) 2012 and was removed in (B)(6). Another nodule appeared again ¿some month after.¿ a new histology of the new nodule is planned on (B)(6) 2013. There was no therapeutic strategy plan for the moment.